Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information received indicated that the device will also not be returned as it is being used as a temporary external pacemaker for the patient on his right neck via internal jugular vein. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: device codes and b5: description of the event.